Event description:
This is filed for difficulty deploying the clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system was advanced into the patient anatomy and the clip grasped the leaflets without issue. However, during clip deployment, the clip would not release from the handle. Troubleshooting maneuvers were performed and the clip was able to be deployed. The clip remained stable on both leaflets. The procedure was continued with implant of a second clip and the mr was reduced to grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the difficulty deploying the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.